Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-09055. It was reported during a reprogramming session with the patient, the patient complained the migraine pain had recently been reoccurring. Reprogramming of the patient's scs system was unsuccessful in providing effective stimulation therapy coverage for the migraine. Diagnostics found the patient's right lead had high impedance on multiple contacts. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-09055. Follow up information received identified the patient underwent surgical intervention to replace the broken scs lead with a new one. Reportedly, the patient's old lead had multiple broken contacts. Effective stimulation therapy was restored postoperatively.